Event description:
A customer reported that unexpected negative reactivity was obtained with the antibody screening assay on galileo echo (B)(4).

Manufacturer narrative:
The result files were reviewed by an immucor technical support specialist. All results were reported as negative. Visually, cell two which carries the e antigen appeared weakly positive. The customer was made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.